Event description:
An insulet clinical svc mgr reported that she had rec'd a call from a certified diabetes educator at (B)(6). An omnipod user was hospitalized with "a multitude of medical problems." The cde stated that the pt may not have been using her pump correctly and that she was running out of insulin and may not have been taking any. Messages have been left for the pt requesting more details, but she has not replied. The csm also contacted the pt's regular endocrinologist, but he was unaware of her hospitalization and could not provide any add'l info.

Manufacturer narrative:
No product was returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the pt's hospitalization. No product lot number was reported, therefore no qualification records were reviewed.